Event description:
It was reported that during surgery to implant the parkinson¿s disease patient¿s lead, the operating physician ¿determined the lead was shorted out.¿ while ¿no abnormality was noticed in the inspection¿ prior to implant, impedance testing that was performed during the procedure found that electrodes 0, 1, 2, and 3 had impedances of 20 ohms. The lead was replaced as a result of the event. Impedance testing performed with the replacement lead found impedances were in the range of 1800-2000 ohms and were ¿normal.¿ there was ¿no effect on the patient¿ form the event. It was noted however that the ¿surgery was delayed two hours due to the short out.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0p7r3, product type: lead. (B)(4). (B)(6). Device evaluation: analysis of the lead found ¿evidence of depth stop damage in the lead insulation located 2.3 cm to 2.9 cm from the proximal end of the lead.¿ it was noted that ¿a short in the lead could not be confirmed in the analysis lab.¿